Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) performed a few compressions, and stopped several times; was confirmed during the functional testing and archive data review. The cause for the reported complaint based on the archive data review was due to user advisory (ua) 17 (max motor on-time exceeded during active operation) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) errors. The root cause for the observed user advisory (ua) 17 error was due to the defective drive train motor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in march 2008 and is more than 12 years old, well beyond the expected service life of 5 years. The defective drive train motor was replaced to remedy the fault. The root cause for the user advisory (ua) 07 error was due to a defective load cell module 2, likely attributed to mishandling such as a drop. During visual inspection, there was no physical damage observed on the autopulse platform. In addition, during the visual inspection, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding, and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder drive shaft issue. The platform passed the initial functional testing without any fault or error. However, during the run-in test, the platform stopped compressions due to user advisory (ua) 17 error message when the platform was tested with large resuscitation testing fixture, (lrtf) equivalent to the 270 pounds. Thus confirming the customer complaint. A review of the archive data log file indicated the platform stopped compression multiple times due to user advisory (ua) 17. Based on the archive, the error messages only occurred on august 29, 2019. Further review of the archive showed the platform was powered on to multiple user advisory (ua) 07 errors. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). The load cell characterization test revealed that the load cell module2 was over-reporting. The defective load cell was replaced to address the user advisory (ua) 07 error. After parts replacements, the returned platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it, in part, substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About (B)(4) of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
Patient #2. The crew responded to a (B)(6) years old male patient ((B)(6)) in cardiac arrest. The cardiac arrest was not witnessed. The patient was found on the golf course unresponsive, pulseless, and apneic with bystander chest compressions being done. The patient was observed with cyanosis of the head and neck. Head assessed, and showed cyanosis, pupils were dilated and non-reactive, trachea midline, negative jugular vein distention (jvd), chest with the absent lung sounds in all fields, abdomen non distended, pelvis stable, upper-lower extremities are unremarkable with negative pulses, motor, and sensation in all, posterior unremarkable, skin cyanotic, warm and dry. The initial rhythm shows asystole. Manual CPR was initiated, then the patient was placed on the autopulse platform that was located on the stretcher. The platform performed a few compressions, and stopped several times with no user advisories recorded. ECG defibrillator pads were placed ,and the initial rhythm shows asystole. The crew switched to the manual CPR during the patient transport to the hospital. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead later in the hospital. Per the reporter, the patient's outcome is not related to the autopulse platform. The event with patient #1 was reported on MFR 3010617000-2020-00907, (B)(4).